Event description:
It was reported that the hcp attempted to implant the ipg, however, hcp was unable to thread the lead into back port. Eventually, hcp "managed to cram the lead in" but impedances were out of range. Ipg and lead were removed and cleaned off. Once again hcp "crammed lead back in" and impedances were still out of range. Hcp attached leads to snaplid cable and all impedances were in range. Ipg was removed and replaced with other ipg. Patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.